Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-24. The patient declined the appointment and said that they would let them know if it happens again. There were no causes identified and no actions or interventions taken. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient would get unexpected shocking sensations in their leg. The patient reported it would happen when the recharge system was plugged in. The rep stated they would evaluate the system at the next appointment. No further complications were reported. Follow up was conducted.